Event description:
The customer provided culture results from the third-party were: [first test] conducted july 03, 2023. It was confirmed that 9cfu of microorganism were detected from all channels. The type of microorganism was micrococcaceae. [Second test] conducted august 09, 2023. It was confirmed that 1cfu of microorganism were detected from all channels. The type of microorganism was gram positive bacteria gram. [Third test] conducted september 22, 2023. It was confirmed that 5cfu of microorganism were detected from all channels. The types of microorganism were micrococcaceae and bacillaceae. [Fourth test] conducted october 05, 2023. It was confirmed that 5cfu of microorganism were detected from the operator channel. The type of microorganism was staphylocoques.

Manufacturer narrative:
Correction to b3 and b5, please see b3 and b5 for further information. This report is being supplemented to provide additional information based on the device evaluation, third-party culture results and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: charged coupled device cover lens broken, bending section rubber glue separated, plug unit cracked, air valve unit turned. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >1cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reported phenomenon may be prevented by following the descriptions: ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual¿ has descriptions for the reprocessing methods of cyf-vh. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the cysto-nephro videoscope tested positive for 5 colony forming units (cfus)/endoscope of coagulase negative staphylococcus in the biopsy channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.